Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that the implant duration was approximately 0.87 months. Unfortunately, no further details regarding the reported event will be provided without a signed medical release form.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Despite our attempts (via fax and phone) to receive further information regarding the reported event, no additional information was provided. No records of an autopsy were found. The cause of death remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.